Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female patient in whom an impella 5.5 device was implanted via a 10 mm graft into the subclavian artery. It was reported that during insertion, the cannula was noted to be bent or kinked. No additional information was provided.

Manufacturer narrative:
H6: added code a150205 per information in the complaint file. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: failure to advance: the cause of failure to advance was most likely patient condition related. Pd-cannula assembly- (twist, bent, kinked): the cause of pd-cannula assembly- (twist, bent, kinked) was most likely patient condition related.